Manufacturer narrative:
The covidien customer service engineer (cse) inspected the ventilator and verified the reported issue. The cse replaced the liquid crystal display (lcd) panel to resolve the issue. The unit passed all testing and operates within the manufacturing specifications. (B)(4). The reported issue is a known failure. Three scenarios may occur when the gui does not function as intended. The upper screen becomes blank;. The lower screen becomes blank; the upper and lower screen become blank. Covidien failure investigation has determined that the root cause for the 3 scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank lower display. There was no patient involvement.